Event description:
The customer reported having unexplained high blood glucose of 253mg/dl, and her blood glucose was treated with the insulin pump. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and the test failed twice. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.